Manufacturer narrative:
(B)(4).

Event description:
A comparison of the use before date field and implant date found the lead was implanted after the use before date. The lead remains in use. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 693565 lead, implanted: (B)(6) 2014. (B)(4).